Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked; fluid was contained within the outer packaging. The issue was observed when dispensing the device. The device contained fluorouracil 3600mg in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from november 11, 2022 to november 14, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph observed fluid inside a yellow bag that contained the device which suggested a leak occurred. It also showed white drug residue located at the connection of the blue winged luer cap which suggested a leak may have occurred at the connection of the blue winged luer cap. The reported condition was verified. The cause of the condition could not be determined, however, a possible cause may be that the cap may not have been securely tightened after fill. The product label instructions for use indicates the cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.